Manufacturer narrative:
As reported, during the explant procedure the surgeon noted "that a moderate amount of purulent material was encountered at the site of the ventralex." The cause of the patient's post operative complications cannot be determined. Infection is a known inherent risks of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged the following: on (B)(6) 2014 - the patient underwent surgery for repair of a spigelian hernia and a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the infected bard/davol ventralex and debride the infected abdominal wound. The surgeon noted that a moderate amount of purulent material was encountered at the site of the ventralex. This caused the surgeon to perform a removal of the infected ventralex mesh and debride the infected abdominal wound. On (B)(6) 2015 - the patient underwent an additional surgery as the patient was experiencing infection of her prior abdominal wound. The surgeon identified and excised suture granuloma and debrided the infected abdominal wound. As alleged the patient was injured severely and permanently and requires further medical treatment, including likely need for future surgeries, and that the patient has suffered and will continue to suffer physical pain as well as mental anguish.